Event description:
Customer reported hemoglobin test results obtained for the 5c controls (quality control samples) were elevated when using the coulter lh 750 hematology analyzer. The results were determined to be elevated when compared to another analyzer in their laboratory. The customer also reported a hole in the tubing through a pinch valve, vl3, and requested service. There was no apparent fluid leakage identified. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There was no impact to patient results, as patient samples were not tested on the analyzer. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On 10/09/2014, a beckman coulter field service engineer (fse) evaluated the analyzer and confirmed a hole in tubing through vl3. The fse replaced all tubing through vl3 resolving the high hemoglobin test results on the 5c controls. (B)(4).